Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user noticed that some medication orders did not cross over from emr to pyxis, including ondansetron and naloxone meds. Additionally, some orders discontinued in the emr, such as methylprednisone med, continued to appear as active in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.